Event description:
Emt's attended to a cardiac arrest pt. The pt's rhythm was thought to be ventricular fibrillation and the automatic external defibrillator was used to analyze the pt. Reportedly the device advised that no shock be administered to the pt. Paramedics arrived and delivered defibrillation therapy with another device. The pt was not resuscitated. The reporter indicated the device did not cause or contribute to the death of the pt. The opinion was based on lack of pt viability.